Event description:
I ordered a pair of sunglasses from the (B)(6) site which resales clothing and accessory items. The site promises to protect the consumer from counterfeits by accepting returns. The sunglasses that arrived are clearly counterfeit in materials and branding, and (B)(6) will not accept the return. I believe it is dangerous to sell sunglasses that claim to be authentic, but are not. I have no idea what level of eye protection the glasses offer or what materials they are made of. This could be very dangerous to someone expecting eye protection from the glasses. Incident location: home/apartment/condominium - (B)(6), united states. Retailer: (B)(6). Retailer state: (B)(6). Purchase date: (B)(6) 2016. May we include your report, including any documents or photographs that you have attached to your report, but without your name and contact information, in (B)(6) public database: no, do not include my report on (B)(6). I certify that I have reviewed the report and that the information provided in this report is true and accurate to the best of my knowledge, information, and belief: yes.